Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7 fr hickman d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and material separation issues, as a circumferential split was noted to the outer catheter on the white lumen just distal to the luer. A complete circumferential break was noted at the distal end of the y-body. Under microscopic evaluation both edges of the circumferential split were observed to be finely granular. The proximal surface of the complete circumferential break was noted to be granular. The distal surface of the complete circumferential break to the inner catheter was observed to be glossy. The outer catheter break surface was observed to be glossy and finely granular. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post catheter placement procedure, two parts of the catheter allegedly were not adapted and got clamped together. It was further reported that, the device allegedly separated into two pieces. Reportedly, a surgery was required to remove the detached component. The device was removed and replaced. The current patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2025).

Event description:
It was reported that post catheter placement procedure, two parts of the catheter allegedly were not adapted and got clamped together. Repairing of catheter was attempted but failed and hence, the device was removed and replaced. Reportedly, a surgery was required to remove the detached component. The current patient status was unknown.